Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 4.1 and 4.2 and half-height drawer had failed and there were no lights at the drawer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter addr 1 (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was failed. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer replaced the faulty pyxibus control board for drawer 4 and verified access functionality. The system functioned as intended after the field service engineer repaired the device.